Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on the "preparing for cartridge" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to cleared. There was no impact to customer's blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive when loading on a new cartridge, the screen became stuck on the preparing for cartridge screen for 45 minutes. The customer was unable to back out of the screen. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support the touchscreen was functioning as intended.